Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure for obesity/weight-loss surgery, the device had a deformed and disorganized staples, and significant bleeding occurred throughout the procedure. A hydro-pneumatic leak test on the sleeve was positive with leakage observed, and an additional endoscopic evaluation was required. Staple line reinforcement was performed with laparoscopic suturing of the lower one-third of the sleeve. The surgical time was extended by approximately 30 minutes.

Event description:
It was reported that during a gastric sleeve procedure for obesity/weight-loss surgery, the device had a deformed and disorganized staples and significant bleeding occurred throughout the procedure. A hydro-pneumatic leak test on the sleeve was positive with leakage observed and an additional endoscopic evaluation was required. Staple line reinforcement was performed with laparoscopic suturing of the lower one-third of the sleeve. The surgical time was extended by approximately 30%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.